Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After reprogramming the device, data collected normally. The patient was in stable condition and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.